Event description:
Pt was in procedure, needed dilation. Md instructed balloon be inflated to 18 in lower esophagus. This was done without problem. Balloon deflated and moved up to mid esophagus area and md again instructed balloon to be inflated to 18. Rn at bedside did this and notified md that she felt resistance close to the 18 mark, she stopped and while was holding it at 18 for a few seconds, it busted while in patient. Balloon did not separate in pieces, was intact. Pt dropped sats for a brief period and then went back to 90s. Pt was coughing in recovery but sp02 sats were mid 90s. Device was being used per manufacturer instructions.